Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Service: the customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced sizer, barrel clamp. Unit affected by syr/pca plastics recall 2020-dom. Replaced rear case. Calibrated the proximate cause of the reported issue was, due to electrical failure of the syr/pca sizer sensor bkt clp assy.

Event description:
Service: the customer reported, failed preventive maintenance. There was no patient involvement.

Event description:
Service: the customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Service: the customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sizer, barrel clamp. Unit affected by syr/pca plastics recall 2020-dom. Replaced rear case. Calibrated a review of the device history record showed the device had a manufacture date of 06mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the syr/pca sizer sensor bkt clp assy. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.